Event description:
It was reported that the screw was broken when the surgeon removed it. Fusion did occur. No additional information is available at this time. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed both mas broken approx. 4-5 threads from the bone screw head. Fracture surface damage noted. No material damage identified to bone screw thread adjacent surfaces that could contribute to potential failure. Witness marks noted on mas head, consistent with implant/explantation. Microscopic examination of both fracture reveal a fairly flat fracture surfaces with of progressive striations, indicative of fatigue. Dimensional inspection of the bone screws confirm conformance to relevant print specifications. After visual, optical, and dimensional evaluation, the above observations are consistent with anticipated wear due to fatigue.